Event description:
This report is for one (1) spiral blade aiming arm for ti cannulated humeral nails-ex .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown aiming arm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a humeral expert nail system procedure on (B)(6) 2019, the spiral blade inserter would not fit through the aiming arm. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. This report is for one (1) unknown aiming arm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The spiral blade aiming arm (p/n 03.010.055 lot l534148) was returned and received a. No defects, failures, or issues were identified with the returned instrument. A functional test was attempted by advancing/inserting the returned spiral blade inserter (p/n 358.696 lot h413510) with the returned spiral blade aiming arm (p/n 03.010.055 lot l534148). The inserter would not advance into the aiming arm as intended due to the bending of the returned inserter. There is no malfunction or defect on the aiming arm. The complaint was able to be replicated as the returned spiral blade inserter would not advance/insert into the returned aiming arm. Measurements of returned instrument diameter of the spiral blade insertion hole (hole proximal to thumb screw) 14.13 mm, conforming. The complaint is not confirmed as there is no defect or malfunction found with the returned spiral blade aiming arm (p/n 03.010.055 lot l534148). The returned inserter would not advance into the aiming arm as intended due to the bending of the inserter. There is no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.055. Lot: l534148. Manufacturing site: hägendorf. Release to warehouse date: 01.sep.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.